Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown abdominal stent graft was implanted in the patient for an unknown condition on an unknown date. It was reported that the patient contacted technical services regarding a missed call and informed that an abdominal stent graft had been implanted in them 12 years ago. It was noted that there is an endoleak that can't be fixed due to the age of the patient. The cause of the event was not determined. No additional clinical sequelae were reported and the patient is fine.